Event description:
It was reported that the patient's left ventricular (lv) lead had phrenic nerve stimulation. The lv lead was capped and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5071-53 implantable pacing lead: (B)(6) 2006; 4269 competitor implantable pacing lead (B)(6) 1995; 6949 implantable tachy lead (B)(6) 2005. (B)(4).